Event description:
It was reported that the customer received an occlusion alarm. Troubleshooting was performed and found occlusion was coming from the cartridge. The customer successfully changed the cartridge and resumed insulin delivery. There was no impact to customers' blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.